Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient was taken to the emergency room at jeroen bosch ziekenhuis/ henri dunantstraat. The patient's blood glucose levels were 20 mmol/l (360 mg/dl). The lg alleges the personal diabetes manager (pdm) was not working correctly. As a result, the lg was administering insulin manually and during the night. At the hospital the patient was treated with insulin pens with long-acting insulin. The length of the hospital visit was 1 hour. A replacement pdm has been sent to the lg.